Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic broke off and injector bent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, the leading haptic broke off. This was prior to the lens or cartridge entering the patient's eye. The surgery was completed by using the back up lens. There was no patient harm, but a delay of 1-2 minutes due to having to open and load the backup lens. The health care professional reported that injector might have been bent and caused the problem. Additional information has been requested.